Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was doing well after two-staged replacement of the complete system. Therefore, the cause of the symptoms was only alleged in a defective pump or in a defective pump segment of the catheter. The return status of the explanted devices and the implant date of the catheter were unknown at this time, but the customer would be contacted to requested the information. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter; product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hcp did not inform medtronic about the problems with that system. The hcp replaced the pump, but there are no records of the return status. It was noted that the hcp is sure that the pump has been discarded. It was reported that no information about the implant date of the catheter is available, there are no records regarding the implant date, this information will remain unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, implanted: (B)(6) 2012 (year valid), explanted: (B)(6) 2016, product type catheter. Product ID neu_unknown_cath, implanted: (B)(6) 2012 (year valid) explanted: (B)(6) 2016, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath; product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign insurance via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration at 21 mg/day via an implantable pump for an unknown indication for use. It was reported that there was no active pump alarm and that the patient suffered from dramatically increased pain and periodic withdrawal syndrome. It was noted that when withdrawal symptoms were present, mst 10mg had been applied orally. It was reported that a replacement of the pump took place in 2015 ((B)(6) 2015) due to battery depletion. It was reported that the catheter had been implanted since 2012. It was reported that an x-ray of the abdomen was done on (B)(6) 2017 and noted that the pump and catheter were correctly in place. It was reported that a replacement of the complete system was done in two steps. First was the replacement of the spinal segment of the catheter that happened on (B)(6) 2016. After replacement of the spinal segment the patient was fine for about one day but the withdrawal symptoms increased again. Replacement of the pump segment and the pump occurred on (B)(6) 2016. It was reported that the issue was resolved at the time of this report and that after the complete system replacement the patient is fine. The patient status was reported as alive - no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.